Event description:
This is being submitted following a retrospective complaint review. It was reported that during an oral surgery case, the handpiece heated up causing a first degree burn to the patient's lip. Vitamin e was applied to the burn. It was reported that no further intervention was needed for this event.